Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that all of a sudden something changed and patient's bladder was going completely out of control 3-4 weeks ago. Patient lost their programmer so they could not do troubleshooting. It was later reported that patient wanted to use girlfriend's programmer, but they saw the poor communication message. Troubleshooting did not resolve the issue. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned they had not used the patient programmer in a while because things were going well, but all of a sudden the patient experienced a return in symptoms, stating they were going all day long. They mentioned they had been in walmart and had urine running down their leg, which was embarrassing. The patient said they tried to use their patient programmer to change the settings, but they couldn't get it to work properly. They got new batteries and had tried following the book. Patient described the sync screen, then stated they were experiencing poor communication. The patient mentioned the other day they successfully connected to the ins which indicated 8.5v, but the patient was unable to increase. They were able to sync with their patient programmer on the call, it showed stimulation was on, set to 8.4v. It was noted that the patient had the ability to adjust stimulation, but not to change programs. The patient was redirected to their healthcare provider for assistance with changing settings. The patient reported a sudden return of symptoms. No further complications were reported or anticipated.